Event description:
It was reported that patient experienced delayed wound healing at the ipg site. As a result, surgical intervention may be undertaken to address the issue. The patient was administered oral antibiotics.

Manufacturer narrative:
Date of event and patients weight estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the patient had an ulcer on top of the ipg site as a result surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. During the procedure the ulcer was removed. Suspected infection/wound issue resolved.